Event description:
Flashing green power light, no suction, screen displayed continuous (80 mmhg) but wasn't working.

Event description:
Flashing green power light, no suction, screen displayed continuous - 80 mmhg, but wasn't working despite troubleshooting.

Manufacturer narrative:
.